Event description:
The customer reported that the sys displayed communication failure error messages and they were unable to take exposures. A sys reboot did not clear the error message. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys software was reloaded. The sys was then found to be operating as intended.